Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found crack on c-cover (distal end) (a gap has occurred). Service repair noted that the customer reported issue could be confirmed. Additionally, further inspection , the following findings were noted on the device: ccd cover lens/image guide found cracked, the distal end was deformed and nozzle was found deformed. Distal end forceps cover cracked , probe unit acoustic lens were damaged and dents observed on the probe unit. Painting peeled off on suction cylinder unit, control unit (guide pipe) has leak and distal end, biopsy channel below the standards. Based on evaluation findings, the customer reported issue was confirmed as leak observed on control unit and crack on distal end was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported leakage from the working channel. The issue found during an unknown event. There is no patient involvement associated on this event. No user injury reported. Device evaluation found crack on c-cover (distal end) (a gap has occurred). This report is being submitted for crack found on c-cover (gap has occurred )observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 08-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to excessive force applied to the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.